Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was that the pump ¿was pulsating¿ after having been dropped that day. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box and alarm were reviewed and showed call service alarms. The pump powered on with consistent vibration pulsing. During evaluation, an internal component on the printed circuit board was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.